Manufacturer narrative:
The device was not returned to the manufacturer, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the short spinous process clamp would not tighten properly, it appears "nit" was threaded. The site used the long clamp for their case instead. There was no patient present when this issue was identified.